Event description:
Pt underwent cystoscopy and left ureteral stone manipulation. As surgeon withdrew the stone basket, the basket emerged with the left ureter attached to the basket. Pt immediately taken to o.r. For repair.